Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated that there was an inop and the speaker stopped working. There is no audible sound.